Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm. The customer reported blood glucose value of 224 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen, ems/ambulance/ER visit. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1886. Troubleshooting was performed and the customer received a change sensor alert. Customer is unable to run a transmitter test or test passed. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer reported insulin flow blocked alarm past resolved event. Issue was resolved. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer's father reported that the customer had change sensor alert before the high. Customer could not test the transmitter. Caller also said customer had insulin flow block before the high. The high blood glucose value was 224mg/dl on (B)(6) 2024. Customer used an insulin pen and went to the emergency room at 12pm. Caller said that the insulin flow block alarm was on the second day of insertion and at the same time as the change sensor alert. Troubleshooting was done for the sensor issue. Partial troubleshooting was done for the high as customer said event was a past event. Smartguard was not used. It is unknown if customer will continue to use the pump. Pump was not returning for analysis.